Event description:
Post operative adverse result. Surgeon reported the following: after revision of a short arthrodesis nail (mutars), a t2 arthrodesis nail was implanted. To cover the wound a skin grafting was performed. The skin grafting was revised several times postoperatively. On (B) (6) 2007 the pt showed spotted exanthemas in the area of knee and back. For histological examination an exploratory excision was taken from removed skin. Currently an allergy test is not feasible. Amelioration with local release of cortisone.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4).